Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Blood was present in/on the helix mechanism, and the lead was stretched.

Event description:
It was reported that the physician was unable to obtain sufficient venous access to advance the lead to the apex. The lead was not implanted. Another lead was successfully implanted two days later. No patient complications reported as a result of this event.